Manufacturer narrative:
Initial reporter postal code: (B)(6). Mfg date: manufactured february 16, 2016 ¿ february 17, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate test was performed with the rate within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. This occurred during patient infusion. It was stated that the 61.9ml 5fu and 22.1ml sodium chloride 0.9% solution infused within two days. The expected infusion time was seven days. There was no patient injury or medical intervention associated with this event. No additional information is available.